Event description:
It was reported that there was a right hip cup revised due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving an unknown cup was reported. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A device history review could not be performed as the reported device lot code was not provided. The event was confirmed and although limited information was provided for medical review, based on x-ray review by clinical consultant it appears cup loosening and malposition was the cause of the dislocation. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a right hip cup revised due to dislocation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.